Event description:
The following events were noted through a periodic article review. It was reported that a total of 48 lesions were treated. Approximately eighteen months post implantation, eight xact stents fractured. There were no reported symptoms at discovery. One fracture was treated with stent removal by endarterectomy with synthetic patch angioplasty. There is no additional info available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. A f/u will be submitted with any relevant info. Attachment: charles b. Ross, md, et al; "carotid artery stenting for stenosis following cervical radiotherapy: report of early failure with associated stent fracture", published vasc endovascular surg online first, published on july 29, 2009 as doi:10.1177/1538574409335038.